Manufacturer narrative:
Operator of device is unknown. No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported the ventilator pressure is too high and will not exhale. There has been no report of patient involvement or no observable clinical symptoms or a change in symptoms identified in the patient.

Manufacturer narrative:
H10: manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing was performed. Visual inspection found a bent front panel, missing o2 knob cap and input manifold was loose. Functional testing found the ventilator pressure is too high/will not exhale. The root cause of the reported issue was found to be user interface - damaged input manifold assembly and electrical tape was also taped all around the component. Replaced damaged input manifold. This remediation MDR was generated under protocol b10010579, as a result of warning letter cms# 617147.